Manufacturer narrative:
The 510(k) # is k073231.

Event description:
The lay user/patient contacted lifescan on (B)(6) 2011 alleging that onetouch ultralink meter powered off during use. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011 at around 6:30pm. Due to the alleged issue, the patient was unable to test. The patient took their usual dosage of medication. Approximately 5 minutes later the patient developed symptoms of feeling disoriented and exasperated. The patient did not self-treat or seek any medical attention due to the alleged issue. This is not the first time the product was being used. The patient denied any misuse of the product and the alleged issue was resolved over the phone. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury and the patient denied seeking any medical attention. On (B)(6) 2011, lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Product analysis was not able to confirm the alleged issue. The meter turned on successfully and a test was obtained. However, investigation revealed an unreported issue where the meter had corroded battery contacts. This complaint is being reported because the returned meter failed testing.